Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had inaccurate sensor readings that triggered the threshold suspend multiple times. The sensor glucose was 40 and 61, and blood glucose value was 160 and 198 mg/dl the morning of the call. The customer was advised about the proper insertion and calibration practices. The sensor will be returned for analysis.